Event description:
It was reported that regarding the monarc sling system there was "vaginal exposure of tape" and to treat the event there was "trimming of tape and oversewing of vaginal skin." There were no further patient complications reported as a result of this event.